Manufacturer narrative:
The customer does not run patient samples at the facility. Service was not dispatched. If an udr reagent cartridge is left onboard the instrument during wavelength change, the unit maintains the previous wavelength.

Event description:
A customer, that develops user-defined reagents (udr), contacted beckman coulter inc. (Bci) in regards lx20 pro synchron clinical systems not applying the new wavelength during assay developing when the customer changed the wavelength of the assay and recalibrated. The customer noticed no difference in wavelength to the run between old and new calibration. This was not reported out of the laboratory. The laboratory does not run patient samples.